Manufacturer narrative:
Continuation of d10: product ID: 106e2, product type: console product event summary: the 990063-020 mapping catheter with lot number 227846031 was returned and analyzed. Visual inspection of the tip loop segment area showed the tip loop was intact with no apparent issues or damage. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues or damage. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes were present on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed that the shaft was kinked approximately 11.5 inches from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues or damage. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues or damage. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported system notices were not confirmed through testing and the mapping catheter failed the returned product inspection due to a kink twist observed on the mapping catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. Another ablation was attempt and a different system notice was received indicating that the refrigerant delivery path was obstructed. Another ablation attempt was performed and a system notice was received indicating that there was a problem with the refrigerant port. The coaxial umbilical cable was replaced, the gas tank changed and the console rebooted without resolution. The case was aborted. Test injections were later performed and the system notices were not reproduced. No patient complications have been reported as a result of this event.